Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. Additionally, the battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.